Event description:
Caregiver noticed that the safety mechanism on the bd eclipse 25g 5/8in needles completely detached from needle hub when the caregiver attempted to deploy the safety device. Also, needle caps are not always secure on these needles when opening. I have contacted our vendor to report these issues. I have removed the needles in question from circulation and sequestered them in my office. FDA safety report ID # (B)(4).

Event description:
Caregiver noticed that the safety mechanism on the bd eclipse 25g 5/8in needles completely detached from needle hub when the caregiver attempted to deploy the safety device. Also, needle caps are not always secure on these needles when opening. I have contacted our vendor to report these issues. I have removed the needles in question from circulation and sequestered them in my office. FDA safety report ID # (B)(4).